Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have perforated the heart wall following implant. A revision procedure was performed at which time the lead was explanted and replaced. Implant of the replacement lead was then noted to result in a second perforation. No additional adverse patient effects were reported. No further details are available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received confirming explant of the second lead following perforation. The second rv lead was replaced with a competitor product.